Event description:
An malf 12 was reported on a pump, which became unresponsive to touch, making it difficult to activate as it would time out before the necessary actions could be completed. The warranty for the pump had expired in june 2025, and it was stated that it could not be repaired or replaced. There was no adverse impact to the customer¿s blood glucose level. The customer's mother declined troubleshooting, and instead, the patient was in the process of obtaining a new device.